Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep was in a case at the time of call and was trying to connect to their vanta and getting "system error" with the code 000100bb. Rep was able to click continue and then saw an error with the code 0x59a89a8f. Rep was able to continue and start usage and connect normally after this. Ts reviewed slowing down the rate of pressing the buttons in order to allow the system to advance to the next screen. Ts sent email to rep to obtain the patient's names, dob and physician information.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.